Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 3x18mm xience prox rx stent delivery system (sds) was removed with resistance from the dispenser coil and the proximal shaft separated. The device was not used and there was no patient involvement. An unspecified stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as the dispenser coil was not returned. The investigation determined a conclusive cause for the reported difficulties cannot be determined. It should be noted that the xience pro x everolimus eluting coronary stent system instructions for use states: prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube when connecting to the inflation device/syringe. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps 3 through 5 until all air is expelled. If bubbles persist, do not use the product. If a syringe was used, attach a prepared inflation device to stopcock. Open the stopcock to the delivery system. Leave on neutral. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis revealed that the device was prepped (had contrast in the catheter). The site reported that cath lab staff routinely inject contrast into the device while the device is still in the dispenser coil. This explains the presence of contrast in the catheter. The proximal shaft separated upon removal from the coil. No additional information was provided.